Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device back up vvi issue was observed. Patient received a shock during the device back up vvi issue however it is unknown if the shock was appropriate or inappropriate. A device restoration was performed successfully. No further information available.